Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ posterior wall of the uterus") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 29-year-old female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo-shot from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), weight increased ("weight gain"), alopecia ("alopecia"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent partial left salpingectomy due to complications from the essure) and surgery (underwent partial left salpingectomy due to complications from the essure). At the time of the report, the device expulsion, fallopian tube perforation, arthralgia, weight increased, alopecia, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, depression, device expulsion, fallopian tube perforation and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, surgical removal of coil(s) - left coil removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event dislocation was updated to posterior wall of the uterus. Events per pfs: depression, mental anguish and perforation (fallopian tube(s)) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ posterior wall of the uterus") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 29-year-old female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo-shot from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), weight increased ("weight gain"), alopecia ("alopecia"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent partial left salpingectomy due to complications from the essure) and surgery (underwent partial left salpingectomy due to complications from the essure). At the time of the report, the device expulsion, fallopian tube perforation, arthralgia, weight increased, alopecia, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, depression, device expulsion, fallopian tube perforation and weight increased to be related to essure. The reporter commented: on 08-jun-2010, surgical removal of coil(s) - left coil removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('perforation (fallopian tube(s))') and device expulsion ('migration/ posterior wall of the uterus') in a 29-year-old female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo-shot from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, arthralgia ("joint pain"), alopecia ("alopecia"), depression ("depression"), anxiety ("mental anguish") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal and underwent partial left salpingectomy due to complications from the essure). At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, arthralgia, weight increased, alopecia, depression and anxiety outcome was unknown and the genital haemorrhage had resolved. The reporter considered alopecia, anxiety, arthralgia, depression, device expulsion, fallopian tube perforation, genital haemorrhage, uterine perforation and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, surgical removal of coil(s) - left coil removed. Current weight: 150 lbs. Patient received treatment for migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: perforation (fallopian tube), migration of essure device. Has a perforation of the left essure coil with left tubal patency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('perforation (fallopian tube(s))') and device expulsion ('migration/ posterior wall of the uterus') in a 29-year-old female patient who had essure (batch no. 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo-shot from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included overweight. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, arthralgia ("joint pain"), alopecia ("alopecia"), depression ("depression"), anxiety ("mental anguish") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal and underwent partial left salpingectomy due to complications from the essure). At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, arthralgia, weight increased, alopecia, depression and anxiety outcome was unknown and the genital haemorrhage had resolved. The reporter considered alopecia, anxiety, arthralgia, depression, device expulsion, fallopian tube perforation, genital haemorrhage, uterine perforation and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, surgical removal of coil(s) - left coil removed. Current weight: 150 lbs. Patient received treatment for migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: perforation (fallopian tube), migration of essure device. Has a perforation of the left essure coil with left tubal patency.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: events added: uterine perforation, abnormal bleeding. Rcc note added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, arthralgia ("joint pain"), weight increased ("weight gain") and alopecia ("alopecia"). The patient was treated with surgery (underwent partial left salpingectomy due to complications from the essure). At the time of the report, the device dislocation, arthralgia, weight increased and alopecia outcome was unknown. The reporter considered alopecia, arthralgia, device dislocation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.